Event description:
The customer reported that the cannula pulled away from his skin, and his blood glucose result reached 16.00 mmol/l (288 mg/dl). He did not have his pdm with him at the time of the call to provide more details.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. The customer reported that the cannula dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.